Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Visual evaluation of the provided pictures shows the articular surface and lot number, the device also exhibits scratches and gouges on the surface and the device is covered in a foreign material. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates radiographically unremarkable appearance of the total knee arthroplasty, no hardware or bone fracture seen, no joint effusion, disc-shaped high density foreign body projects upon the posterior aspect distal thigh, if not artifactual in nature this could represent a foreign body, overall fit, alignment and bone quality appear normal, no signs of loosening or wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
T was reported patient underwent a revision procedure eleven months post implantation due to detached osteophyte and loosening in knee. Attempts to obtain additional information have been made; however, no more is available.